Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported ua07 error was the defective load cells. The broken covers and defective load cells were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed. Unrelated to the reported complaint, physical damages, and loose screws were noted on the front and bottom enclosures, and the battery lock was observed to be bent. Based on the photos provided by the zoll service team, there was a vertical crack going through one of the screw fittings of the front enclosure. The bottom enclosure was observed to be broken and chipped on the edges. Also, there were missing screws in the channel (die-cast). The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. All the damaged and missing parts were replaced to address the issues. The downloaded archive data revealed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the platform; thus, confirming the reported complaint. Load characterization check was performed and verified that both load cells were out of specification. The defective load cells were replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The error message was reproduced when testing the platform with a manikin. No patient involvement.